Manufacturer narrative:
The reported event of longevity anomalies was not confirmed. The device was received with normal output and normal telemetry communication. Electrical and mechanical test results indicated normal device functionality. Analysis of the device image and session records indicated the device was operated in high output mode and implanted beyond its projected longevity. At this stage, the capacity of the battery is significantly reduced, and its voltage level is sensitive to variations in usage and pacing demands. The device was implanted for 7.32 years, which exceeded its projected longevity and is consistent with normal battery depletion.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. Patient was stable before, during, and after the procedure.